Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, one month of post-deployment, bilateral trellis catheter pharmaco mechanical thrombectomy was performed for bilateral iliofemoral thrombus which demonstrates the thrombus extends up through the inferior vena cava filter into the juxta renal vein. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive for retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep venous thrombosis. At some time, post filter deployment, it was alleged that the filter was unable to be retrieved and the patient was diagnosed with thrombus above the filter. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.